Event description:
It was reported that the patient presented to the clinic for a routine follow up. The pulse generator exhibited intermittent atrial under sensing. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).